Manufacturer narrative:
Film evaluation summary; the exact endoleak type and cause could not be determined from the film provided. Endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the short film provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. Concomitant medical products: product ID: etlw1628c93ee, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type iiib endoleak occurred between stent graft etlw1628c93ee and stent graft etlw1613c156ee. Intervention was performed with another etlw1613c156 deployed inside the suspected leaking limb (etlw1613c156 ). Per the physician, the cause of the event is due to product defect and commented that it may be possible that as the suture on the bare stent on the graft material is man-made, some holes may have become larger than expected during manufacture thus causing leakage. No additional clinical sequelae were reported and the patient is fine.